Event description:
The user facility in switzerland reported that during cataract surgery, after the nucleus had been removed, the doctor noticed a small round piece of plastic was loose in the anterior chamber of the eye. The particulate was immediately removed, and the procedure was completed without any major delay. During post-op control, there were no patient problem/incidence. The user facility reported the particulate looked to be the "lid" of one of the sleeve''s side holes.

Manufacturer narrative:
The device has not been returned and the lot number was not reported. The investigation is ongoing.

Manufacturer narrative:
Correction to d4 lot number from: unknown to: x4088 UDI from: (B)(6). The product was returned and evaluated. Visual inspection identified one pale yellow irrigation sleeve taped to the label along with a small plastic vial containing an unknown fluid and a pale yellow disc-like particle. The particle is similar in color and shape to the port holes on the sides of the irrigation sleeve shaft at the tip. The disc-like particle is round and curled up on the edges. It would not lie flat and therefore dimensional measurements could not be taken as they would not be accurate due to the concave shape. This sample will be sent to the vendor for investigation. Manufacturing and sterilization records were reviewed and found to be acceptable. Investigation is ongoing.

Manufacturer narrative:
The sample was analyzed using an energy-dispersive spectrometer (eds) equipped scanning electron microscope (sem) and the elements found were carbon, oxygen and silicon. It was also analyzed using pyrolysis/gas-chromatography, results indicated it consists primarily of polydimethylsiloxane. The vendor confirmed the findings and filed the case as a functional defect. They will continue to perform process and final quality inspections with monthly monitoring of reports. The lot history, trend analysis, risk analysis and /or directions for use review were considered acceptable, with the product performing within anticipated rates.

Manufacturer narrative:
Correction to h6 investigation conclusion from 4315 to 44.